Event description:
Indication - demyelinating disease of central nervous system, unspecified other encephalitis and encephalomyelitis, essential tremor, autistic disorder. Home health nurse reported the pump stopped and still had about 50 ml in bag. The rph went through re-­ programming pump for constant rate of 100 ml/h since rn said the pump was at that rate when it stopped, did a continuous infusion to clear out the bag, the pump will have to be reprogrammed before next infusion. Pt did not miss a dose, no adverse event reported; unknown lot/expiration. Spontaneous call - no further information provided. Pump is used to infuse rituxan at dose and frequency above. Reported to (B)(6) by health professional.